Event description:
Account states they have been having precision problems with their ammonia results for quality control and patient samples since (B)(6) 2007. They gave the following example: initial patient ammonia result was a negative number. When repeated, the results were negative, 71 ug/dl, 49 ug/dl and 77 ug/dl. No adverse events were reported in association with the incorrect results. The field service representative found the reaction cells and probe were damaged and repaired the instrument.